Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The event of system explant due to inoperable ipg was reported to abbott. An inoperable ipg cannot connect to the clinician programmer to extract data logs. In absence of ipg data logs, a thorough investigation of the device¿s connectivity issues cannot be conducted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg stopped communicating with external devices and would not accept a charge, deeming the device inoperable and unable to provide effective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced with a competitor system.